Manufacturer narrative:
D10 concomitant product: um-878, um-878 biosyn* 2-0 vio 75cm gu46 x36 (lot#d3g1909y); um-878, um-878 biosyn* 2-0 vio 75cm gu46 x36 (lot#d3g1909y); sm-3626, sm-3626 biosyn* 5-0 und 45cm p10 x12 (lot#d4g4012fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, while suturing, several sutures had their needles detached from their thread, making it impossible to perform suturing. Another device was used to complete the case. There was no patient injury.